Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced ongoing, intermittent high blood glucose (bg) level readings of "high" (specific value was not provided), nausea, and dizziness. Cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.